Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was under infusing. The patient ame back with approximately 50ml was left in the bag and the pump said that infusion was completed. The total volume was 556ml. There were no reported adverse events.

Manufacturer narrative:
Information was received on 03/13/2020 indicating that patient received remaining infusion volume of chemotherapy with a new bag and new line. The received information also included patient information.